Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cough and sinus issues. The patient also states that they have had a persistent cough for about a year. They had a chest x-ray done in (B)(6) 2021, which showed some lung irritation. Patient also stated the they have allergies, but their allergies are nowhere near as bad as the coughing and sinus issues there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.